Event description:
It was reported that the insulin pump alarmed no delivery. It was also reported that the insulin pump has small cracks around the top of the battery chamber. Customer's blood glucose reading was 300 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.